Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient was diagnosed with a ventricular septal defect (vsd) and was placed on extracorporeal membrane oxygenation (ECMO). The patient showed signs of pupil dilatation with possible neuro involvement. The patient was taken to the operating room (o.r.) For vsd repair and the condition deteriorated. The patient expired. The explanted pump will be returned for investigation.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed,.